Event description:
It was reported that device entrapment occurred. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the rotapro burr became stuck with the rotawire. The devices would not be released. The rotapro burr was removed outside the patient together with the rotawire. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid to distal left anterior descending artery (lad). The patient was in good condition after the procedure.

Event description:
It was reported that device entrapment occurred. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the rotapro burr became stuck with the rotawire. The devices would not be released. The rotapro burr was removed outside the patient together with the rotawire. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the product information for the rotawire device, however it was unable to be obtained.